Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00132 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the becton, dickinson & co. (Sparks) that there was a leveling foot failure. The following information was provided by the initial reporter: faulty roulette.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.

Event description:
It was reported that while using the becton, dickinson & co. (Sparks) that there was a leveling foot failure. The following information was provided by the initial reporter: faulty roulette.